Event description:
Treatment of an ica aneurysm. It was reported that the pipeline could not be released from the capture coil during deployment. While torque , the pushwire separated with the pipeline still constrained by the capture coil. The physician was able to retrieve the broken segment and pipeline with a goose neck snare. No patient injury reported. Same event as MDR# 2029214-2012-00447.

Manufacturer narrative:
The pipeline and pushwire were returned for evaluation. The pushwire broke at approximately 3.6cm from the distal tip and the proximal segment was not returned. Analysis of the cross section at the break point showed the failure of the pushwire was likely due to torsional overload. Pushwire separation (B)(4).